Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of (B)(6) 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record showed the device had a manufacture date of 22aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 12:09:05 (B)(6). Keypad not function. Escalated to operations engineering lab. (B)(6) 2018 10:04:55 (B)(6). History: born date: (B)(6) 2017. Shipping date: 09/13/2017. Customer: (B)(6) hospital. Report failure date on (B)(6) 2018 for keypad failure. Module on time: 1279.5 hrs. No customer repaired history - no error in the error log entry. Note: this lvp had been working for 1279.5 hrs. Before exhibited keypad failure. Retrieved device error log: no error log relate to keypad failure in the error log entry. Investigation: 1. As received, the lvp was powered on with no failure observed. 2. Customer reported 'keypad does not work' was confirmed. As received, the lvp was set to perform keypad testing per asm procedure and confirmed report key pad failure. 3. Broken silver traces are the main cause of report keypad failure. Contamination on the keypad tail flex was also observed. Conclusion: customer reported 'keypad not working' was confirmed. Broken silver traces are the main cause of keypad not working. Contamination on the tail flex circuitry is also observed. Rework: recommends replacing keypad assembly part number tc10008458. Front case assembly was removed and forwarded to qe for further failure investigation disposition: route to service for normal process. (B)(6) 2018 14:01:41 (B)(6).